Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily. The patient manages his diabetes with 10-21 units insulin 3x daily (type not specified) and 52 units lantus insulin in the evening. The alleged issue began on (B)(6) 2012 at 535pm. The patient reported a blood glucose result of '87 mg/dl' with the subject meter. The patient's usual and/ or expected blood glucose reads 'between 80 mg/dl- 120 mg/dl.' A few minutes prior to the start of the alleged issue, the patient claims he felt symptoms of shaky and had difficulty speaking. The patient drank orange juice and ate 2 pieces of '(B)(6)' as treatment. The patient reportedly felt better shortly after that. Prior to the patient's reported symptoms, the patient obtained blood glucose results of '76 mg/dl' at breakfast and '94 mg/dl' at lunch time. The patient denied making changes to his usual diabetes management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.